Event description:
Report received of convertible piercing pin separating from the drip chamber. It was reported that the tubing set was sent to the biomedical department with a note that read, "the piercing pin has separated from the drip chamber". There was no reported adverse patient event. Though requested, no further information was available.